Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the customer reported complaint was confirmed and replicated. In artemis, the error 23118 was found indicating arm 1 usm axis 2: motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where 23118 error was triggered, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where pitch chipencoder virtual absolute (cva) characterization was failing. Once testing was completed, the yaw cva printed circuit assembly (pca) and flat flex cable (ffc) were aba tested and were verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the yaw cva pca and ffc were found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer experienced universal surgical manipulator (usm) 1 faulting, the technical support engineer (tse) reviewed the logs and found error 23118. The system was power cycled but the issue persisted. The procedure was converted to another dv system with no reported injury.